Event description:
Customer informed ansell healthcare products, llc that 3 days after initial use of lifestyles excite gel, medical attention was required after developing fever/chills and burning.

Manufacturer narrative:
(B)(4) - ansell healthcare products, llc is submitting this report on behalf of (B)(4).